Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "the elite-plus stem migrates more than the flanged charnley stem¿ on 28 may 2019: ¿the elite-plus stem migrates more than the flanged charnley stem¿ was reviewed for MDR reportability. The study followed 114 patients with primary total hip replacement with the charnley elite-plus stem due to osteoarthritis. 93 patients remained for evaluation at 7 years. All components used were depuy products. Cement manufacturer was not identified within the article. The following adverse events were noted: loosening, migration, and subsidence of the femoral stem. Along with reported instability, pain, dislocation of head and liner, osteolysis, and liner wear. Information reported without sufficient patient identifiers. It is noted 14 of the original 114 patients died by the year 2008, 10-12 years after study initiation. There is no indication or allegation any depuy products contributed to any of the reported deaths. Therefore, the deaths will not be captured at this time. It is reported that 9 patients had been revised due to aseptic failure between the 2- and 7-year controls, 3 due to stem failure and 6 due to socket failure. These failures are captured under one pc due to lack of patient identifiers.